Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'system error 320' could not be confirmed through review of the event history log. Instead multiple system error 322 messages were observed and a system error 322 error was duplicated during investigation of the device. The cause was determined to be an out of adjustment lower link switch screws spacing gap. The lower link switch screws spacing gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.